Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿saline deflation¿.

Event description:
Healthcare professional reported ¿saline deflation¿. This record is for an unknown side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure crease fold was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. The device has been explanted